Event description:
A female admitted with history of rt breast cancer. Per physician's note dated late 2008, the pt finished chemotherapy and was to finish radiation the following day. She was then scheduled to undergo removal of her port-a-cath. Per operative note, approx 2 inches of the catheter was removed. Per surgeon, catheter had sheared at the clavipectoral fascia, under fluoroscopy it was confirmed that the rest of the catheter was in her pulmonary artery. The pt was later taken to the cardiac cath lab where a snare was inserted through the rt groin to retrieve the remainder of the catheter portion successfully.